Manufacturer narrative:
Visual inspection of the device did not show any significant damage. The device was tested for performance and passed specification requirements. Conclusion: no problem found - the device functioned as intended.

Event description:
A total laparoscopic hysterectomy/tumor debulking/bilateral salpingoophorectomy, which might normally be performed via laparotomy on a pt with a bmi of 59, was converted to an open procedure after an attempt to seal the first vessel was unsuccessful. Uneventful recovery reported at first post-op visit.